Event description:
As reported by the edwards clinical specialists, during the transcatheter aortic valve replacement (tavr) procedure, while the valve was being deployed a perforation of the aortic root occurred. The echocardiographers were able to see a dissection/perforation in the aorta and the decision was made to place the patient on bypass and open the chest. Bypass was quickly initiated, and the chest was opened revealing a "very large" volume of blood. There was pulsatile blood emitting from the perforation in the aorta near and involving the right coronary ostium. A patch repair was performed on the aorta and a venous bypass graft was attached to the right coronary artery. Per additional information received this patient expired shortly after being weaned from bypass. According to the physician, the patient's passing was probably due to a right ventricle infarct and right heart failure. Per the report received, during the pre-case discussion, the decision was made to perform a high cutdown and access just below the common iliac artery. The annulus was measured at 24.5-25 mm on transesophageal echocardiogram (tee). There was extensive calcification on the leaflets as well as the annulus. There was also mitral annular calcification. The sinotubular junction (stj) diameter was 26.2 mm. Access was obtained as planned without incident. The 24fr rf3 introducer sheath was inserted. Balloon valvuloplasty (bav) was performed using a 20 mm x 4 cm z-med balloon during rapid ventricular pacing; contrast was not injected during the bav. The valve was prepped and it was noted that there was approximately 21 ml of contrast in the atrion syringe. The valve was advanced around the arch and the native valve was crossed without incident or difficulty. The valve was positioned and then deployed during rapid ventricular pacing. The acquisition run timed out during valve deployment so the entire deployment was not captured fluoroscopically. The patient's blood pressure quickly returned to normal and the valve was assessed via tee. The position looked 50:50 and stable but while they were performing the initial tee assessment of the valve, the patient's blood pressure was noted to have dropped into the 50's systolic. A quick tee evaluation revealed a very large, global pericardial effusion. Pericardiocentesis was performed, but it took several minutes to establish access and get the catheter into the pericardial space. During this time, no chest compressions were being performed. Once the pericardial drain was in place, chest compressions were initiated. The echocardiographers were able to see a dissection/perforation in the aorta.

Manufacturer narrative:
The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Cine and echo images for this case were submitted to edwards for review. The imaging was reviewed by edwards's medical staff. Observations/impression: observations: severe bulky aortic valve calcification, severe aortic root calcification, no porcelain aorta, severe semi-circular mac. Good coaxial alignment. Good image intensifier angle (iia). Valve positioning 80:20 ventricular. Post valve deployment tee demonstrates good positioning of valve. Moderate-severe septal hypertrophy. Tee post valve deployment demonstrates an intramural hematoma on the posterior wall. Impressions: unusual case of aortic rupture in that the sov did not appear to be obliterated, however, specific measurement were not available on tee. Moreover, the 26 mm sapien was not significantly oversized in a 24.4 mm annulus. Of note, severe bulky (= 5 mm) calcium is evident in the lcc and ncc and may be present in the rcc as well. This suggests a direct mechanical trauma to the aorta by bulky calcium as the etiology of the tear at the rcc. Valve positioning by tee appeared to be satisfactory. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), associated with aortic valve replacement and bioprosthetic heart valves include, but are not limited to, cardiovascular injury including perforation or dissection of vessels, which may require intervention. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. = 4 mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors and procedural considerations appear to have contributed to the aortic dissection/perforation. The images reviewed showed severe bulky ( = 5 mm) calcium in the lcc and ncc as well as in the rcc. This suggests a direct mechanical trauma to the aorta by bulky calcium as the etiology of the tear at the rcc. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.